Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "impaired healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing and the patient "assumes that is in risk and wants to remove breast devices immediately."

Event description:
Patient reported left side ¿complication with healing and scaring of the implants, not healing and closing correctly", " their milk was not suitable to give their infant" and "assumes that is in risk and wants to remove breast devices immediately." Patient also reported "fatigue, vertigo, has astigmatism, the immune system is compromised, had corneal ulcers, got pregnant and had issues, as their body 'attacked the new life' and immune issue"; these events are not device related. Device remains implanted.